Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was at end of life (eol) status. The patient then received a lifesaving shock. Boston scientific technical services (ts) discussed that since the device was at eol it will not guarantee a lifesaving shocks. Field representative stated that the patient will be sent home with a life vest. This ICD device was explanted. No additional adverse patient effects were reported.